Event description:
A surgeon reported that a defect in an intraocular lens (iol) was noted after it was placed in the eye. During the same procedure, the wound was widened to allow removal of the iol and implantation of another lens.